Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 498 mg/dl and he was unable to treat via bolus delivery. The customer was assisted with turning on his bolus wizard; the customer was unaware of why the bolus wizard was turned off. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.